Manufacturer narrative:
After further evaluation, the suspect medical device was changed from architect total b-hcg, list number 07k78-25, lot 72016ui00 in section d of this report to architect total b-hcg, list number 07k78-25, lot number 70095ui00. MDR number 3005094123-2017-00046 has been submitted and all further information will be documented under that MDR number.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a (B)(6) architect b-hcg result on a patient. The results provided were: sid (B)(6) on (B)(6) 2017 = (B)(6) / repeated on (B)(6) 2017 = (B)(6). There was no reported impact to patient management. There was no additional patient information provided